Event description:
Facility paramedics were transporting a post cardiac arrest to the hosp when the device monitor screen reportedly blanked out. The pt was delivered to the hosp. Pt outcome was not known, however, the facility expressed the belief that the event did not result in any adverse affects to the pt.